Event description:
It was reported that the articular surface could not be inserted properly. A different articular surface was used to complete the procedure.

Manufacturer narrative:
This report will be amended when our investigation is complete.